Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported that while adding the reagent to the upper hole in the binaxnowcovid-19 antigen self test the dropper squirted a little amount and a drop of reagent got onto the consumer's lips. Consumer did not report any irritation or pain as a result.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet (sds) to the consumer. A supplemental report will be provided if any additional is obtained.